Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was reported that the pt was revised due to the recall. Tissue staining was discovered intraoperatively.